Manufacturer narrative:
This supplemental report is submitted to provide, the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found, which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined, a possible cause, as scope contact failure.

Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Upon troubleshooting the issue, the reporter was unable to duplicate the issue and the error was not displayed. The reporter was advised to try cleaning the contacts on the scopes. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an "unsupported scope error" message was displayed. There was no patient injury, associated with the problem, reported to olympus.